Event description:
Medtronic (covidien) received information regarding an incident involving one of its manufactured products. Treatment of an avm (arteriovenous malformation) located in the distal parieto occipital region. During the procedure, it was reported the detachable tip of the apollo catheter detached as it was navigated to the avm. At this time, the tip of the apollo traveling forward and landed in the right proximal posterior cerebral artery (pca). The physician was able to retrieve the detached tip with the aid of a solitaire. The patient was reported to be in stable condition. The physician did not report friction or difficulty during the delivery of the device or the procedure. The anatomy was normal in tortuosity. The procedure was aborted and the patient was not treated. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The apollo catheter was returned for investigation without the detachable tip as it detached during the procedure. The evaluation could not determine the cause of the event as the device was found within specifications. However, the cause for the experience reported could not be determined. All products are 100% inspected for damage and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. All devices are 100% inspected for damages and irregularities during manufacture. Eval, results: catheter detachable tip detached.

Manufacturer narrative:
(B)(4).